Event description:
Voluntary medwatch form received notes that a patient presented with noise and low pacing impedance on the atrial lead. Programming changes were discussed. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145418.